Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutter could not cut and it could aspirate during surgery. The procedure type was unknown. The surgery was completed on the same day after replacing with another product. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe, without tip protector, in a bag was received. The sample was visually inspected and found to be nonconforming with a short shot spacer was seen through the vent hole of the engine. Orange/brown foreign material on the port face, inside the port, and on the welded cap. Body needle was bent at the stiffener. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation and conforming for cut. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed to be bent. Wear marks at bend area and cutting-edge area on inner cutter. Gouge marks at area that was bent on the inner cutter. The probe engine was disassembled, and the components were inspected. Diaphragm and o-rings are all intact. Spacer was observed to have a short shot and was broken inside the engine. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria the investigation conducted a nonconformance review of the reported lot. A nonconformance was found for bent needle and bent inner cutter. This non-conformance could have potentially contributed to the reported event. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for cut functional testing. However, a manufacturing related potential contributor factor was identified, spacer was short shot and broken in engine and cannot be ruled out for the actuation problem as reported. The evaluation indicated that the probe had actuation. The most likely cause for the actuation failures is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. The returned sample functionally met specification for cut; however, a non-conformance was initiated to track the defects of short shot and broken spacer. The exact root cause of the actuation failure and bent needle and bent inner cutter could not be determined. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).